Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: as per cc form: "patient was doing an ercp for cystic duct leakage into the peritoneal cavity post cholecystectomy. Fully covered evo-fc-10-11-6-b used to obstruct bile leakage into the cystic duct. Evolution stent introduced post cannulation with fs- omni-awg2-35-260 and extraction balloon use. Bo introduced and deployed but started getting stuffer near point of no return, reached point of no return and tried to release the safety wire, it was stuck. We recaptured the stent and open the new stent to finish the procedure. Stent was damaged ." ¿this complaint will capture the inability to deploy the device and damage reported by the customer. Pr 427192 will capture the off label use of the stent being deployed to prevent from cystic duct leakage.¿ patient outcome: n/a patient/event info - notes: prefix: evo please circle or state your answers below: general questions: 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus ercp duodenoscope 3. What was the position of the elevator? N/a 4. Details of the wire guide used (diameter, type, make)? Acrobat 260 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, 7. Please advise the anatomical location of the intended target site. Common bile duct 8. How long was the stent in the patient by the time this complaint occurred? The stent was introduced through to scope and into the common bile duct, deployed, started getting stiff during deployment before the point of no return, reached point of no return and tried to remove the stent release wire, it didn¿t release and the stent didn¿t deploy further. Recaptured the stent and removed from the scope, it appeared damaged. New stent opened to complete the procedure. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? We opened a new stent 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? , no 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Stent placement for bile leakage from cbd/ cystic duct into the peritoneal cavity post cholecystectomy. 2. Where was the stricture located in the body? Leakage on the cystic duct post cholecystectomy. Blocked with the stent 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, 2. Was resistance felt during insertion into patient? Yes, 3. If yes, at what point? During stent deployment just before point of no return questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment, 2. If other, please specify 3. Was the directional button pressed during use? Yes, 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes, 5. Was the yellow marker kept in view during deployment? Yes, 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy?yes, 3. If yes, what was used? New stent used 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, 5. Was the safety wire fully removed before removing the delivery system? N/a, 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a,

Manufacturer narrative:
The evo-fc-10-11-6-b device of lot number c2145022 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to pr (B)(4) which will capture the off-label use of the device. As per medical advisor¿s input, it's unlikely that the off-label use would have contributed to the complaint event and will therefore be captured separately. The device related to this occurrence underwent a laboratory evaluation on the 30 april 2024. Refer to ¿returned product - notes¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: ¿ protective tubing in place ¿ red safety tab not returned, ¿ directional button is in deployment position, ¿ safety wire still in place, ¿ red shuttle on 02nd dimple, ¿ stent partially deployed ¿ flexor broke at distal end of yellow marker approx. 11.8cm from white tip. Functional inspection: ¿ actuating fine for deployment and recapture ¿ unable to deploy stent ¿ safety wire removed with no issue once device was recaptured slightly. In the customer testimony it was reported that the stent was damaged, the customer confirmed that the damaged observed was the break in the flexor. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿equipment required.035-inch wire guide¿. ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. From the additional questions, it is known that resistance was felt during stent deployment before the point of no return. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking, subsequently leading to the deployment difficulty reported by the customer. The flexor was observed to be broken in the lab evaluation. The customer reported that the safety wire was stuck during the procedure, it is likely that the safety wire was kinked/compressed at the point where the catheter was broken, as a result of the kink/compression, the safety wire couldn't be removed by the customer. During the lab evaluation the safety wire was removed with no issue once the stent was recaptured slightly. It is unknown if the correct wire guide was used with the device. 03 attempts were made to gain information on the wire guide diameter with no additional information received. Should the information become available, this file will be re-opened and investigated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the customer testimony, a new stent was used during the same procedure to treat the patient.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-oct-2024.